Event description:
It was reported that the return line of a prismaflex hf1000 set was observed to be clotted/clogged with clear plastic during continuous renal replacement therapy. The machine alarmed "flow obstruction". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.